Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the consumer wheels around with a useless piece of equipment and they won't remove it. There was a report that the spinal cord stimulator didn't cover the pain areas. The patient claimed that it was useless and that there was nothing good about the device being in their body. There was a report of abandonment.

Event description:
The consumer reported that the device had never worked for them. The patient reported that the stimulation did not cover the areas where their pain was, in their lower back. The patient feels stimulation in their buttocks to their legs which was not where they needed the relief. It was reported that they had tried to have the device programmed multiple times but it was still not working for them. The patient reported that they had a spinal cord surgeon look at how the patient was implanted. The surgeon that put the device in was also not happy with how they had to put it in since the patient was larger. A lack of therapy was reported. The device had not helped with their symptoms and had not been covering the correct areas. The patient needed stimulation to cover the lower back pain but currently gets stimulation only in their buttocks and legs. They tried reprogramming multiple times but still was unable to get relief. It was later reported that the spinal cord stimulator doesn't work and their stimulator does nothing for them. The patient wanted it removed and replaced with a different manufacturer's device. The patient reported that the device was misrepresented as being MRI compatible because the imaging center refused an MRI. The patient believed that they ended up with an inferior stimulator. Relevant medical history includes non-malignant pain and post lumbar laminectomy syndrome.

Event description:
Additional information received from the patient reported the battery did not last even when off and took forever to charge. Information received via a manufacturer representative reported the patient stated it was very difficult to charge and would charge all day to only have half a battery. The representative checked the battery and found no issues, checked the charger and determined the patient had not been on the charger all day and there were days between his charger intervals, which was showed to the patient on the clinician programmer. Charger training was reviewed with the patient and he stated it was much easier since the training. It was noted that the charging issue was resolved. The patient also complained of not getting coverage in his hip, legs, and stimulation was surging. Battery check and impedances showed no issues at the time. The representative reprogrammed the device and the patient stated coverage was better. With reprogramming, was able to cover feet, hips, and across low back. The patient was going to go home and use different programs and then come back to dial it in and then the representative would activate the sensor. Follow-up with the consumer at the physician&#62688;office, dialed in the reprogramming, activated the sensor, and the patient seemed happy at the time. The patient then called again for reprogramming and stated he now needed coverage in the thoracic sine; surging had stopped, but one spot on his coccyx was not being covered. The physician explained it was a work comp injury and they were authorized for the legs, low back, and the patient talked about seeing a surgeon to place the leads in a different position. The representative then programmed the patient, went over dermatome map and tried to cover the 1 spot on the coccyx. Again, the representative was able to cover low back, hips to feet. The patient then stated he felt surging, the sensor was reactivated, the positions and orientation, adaptive stimulation, and the patient stated no more surging, but would like to have programs that were not adaptive stimulation so he could do his own settings. The representative provided the patient with programs that he could have full range of. The patient was happy at that time. The issue was noted as not resolved. Further information from the patient reported the battery dies after 3 days, believed if left the unit dead in body for more than 30 days it would not work anymore and would have to be surgically removed, so he had to keep recharging it, so it would not go into dead mode. He was unhappy that the battery was programmed to quit after 10 years and wanted to have the non-functioning device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.